Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was thread abrasion. There was no patient involved. Additional information was received. The screw on the base of the bit side was worn out and couldn't be properly attached.

Manufacturer narrative:
H3, h6) the bit guide was returned for analysis and it was found that it had nicks in the threads and it would not thread into the drill guide completely, stopping about halfway. This regulatory report is being submitted due to retrospective review through CAPA 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.